Event description:
It was reported that the right ventricular lead exhibited low impedance and loss of capture. The intervention surgery would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead was capped and replaced on (B)(6) 2014. The patients condition was good.